Manufacturer narrative:
The reported field event of no ble telemetry was confirmed. Final analysis found that the cause of the communication issue was consistent with a memory corruption, resulting in the loss of ble connectivity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator was unable to be interrogated. The device was not used. There were no patient consequences.